Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complain device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 laser fiber was used for an unknown procedure performed on an unknown date. According to the complainant, during the procedure, the laser fiber broke in the middle after 10 minutes of use. A second flexiva 200 laser fiber was opened and the same issue occurred. The procedure was completed with another laser fiber. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplement report will be submitted.

Event description:
This report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation on january 10, 2019 that a flexiva 200 laser fiber was used for an unknown procedure performed on an unknown date. According to the complainant, during the procedure, the laser fiber broke in the middle after 10 minutes of use. A second flexiva 200 laser fiber was opened and the same issue occurred. The procedure was completed with another laser fiber. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplement report will be submitted.

Manufacturer narrative:
Date of event was approximated to 01/01/2019 as no event date was reported. (B)(4). Investigation results: a flexiva 200 laser fiber was returned broken in one piece with a kink. The fiber measured approximately 317.9 cm from the top of the connector to the distal tip. The fiber was kinked. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.